Manufacturer narrative:
Reader (B)(4) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button press and charging cable. Observed "apply blood" message. Observed pry damage to strip insertion port. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer that upon using the adc device, the message "apply blood" appears and would not change from display screen. As a result, customer was unable to use device to monitor glucose and experienced dizziness, confusion, and loss of consciousness. The customer had contact with a healthcare professional and was provided unspecified treatment for hypoglycemia and "bicarb 21 10 units." A post-treatment glucose reading of 379 mg/dl was also reported. There was no report of death or permanent injury associated with this event.